Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. Additional information received indicates that this case is a duplicate of 8043484-2020-04342. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the dressing iv3000 6cm x 7cm was not adhesive enough to fix the needle after PICC. The procedure was successfully completed using a back-up device. It is unknown if there was a delay. No patient injury or other complications were reported.